Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported, left side rupture. And inflammation of the lymph node. The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, a5, a6, b3, b5, d1, d3, d4, d6b, g1, h4, h6.

Event description:
Patient reported left side rupture diagnosed by ultrasound and later reported "inflammation of lymph node". Healthcare professional later reported "rupture of left implant", "left breast pain", and "left breast deformity" confirmed via ultrasound and MRI. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The events of capsular contracture baker grade IV as well as pain and deformation of the mammary gland diagnosed by MRI and ultrasound were also later reported. The device has been explanted and replaced with a non-abbvie device.